Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a stretched partial lead was returned in one piece for analysis. Visual examination found two external insulation abrasions breaching the outer insulation and exposing the outer coil caused by friction to another device or feature of the heart. Another insulation abrasion was found breaching the outer insulation and exposing the outer coil caused by friction to the device can.

Event description:
This report is to advise of an event observed during analysis.